Manufacturer narrative:
Investigation: the following allegations have been investigated: fracture, organ/vena cava (vc)/aorta perforation, embedded, thrombus, complex removal, tilt, anxiety, lightheaded, chest discomfort, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, lightheaded, chest discomfort, and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 placed after accident to prevent clots. The patient alleges tilt, vena cava perforation, fracture, and organ perforation. The patient further alleges anxiety, lightheaded, chest discomfort, and fear. Percutaneous filter removal on (B)(6) 2022 has been reported due to chronic pain and fractured strut. (B)(6) 2022, per a report from computed tomography; ¿fractured ivc filter with one of the limbs projecting through the medial wall of the aorta. No adjacent hematoma is seen". (B)(6) 2022, per a report from computed tomography; ¿the ivc demonstrates no evidence for thrombus. Ivc filter is in place. The ivc filter was tilted with the tip in vertex lateral right. Multiple legs of ivc filter are fractured and some protruded through the ivc anteriorly as well as laterally. One leg protrudes into the abdominal aorta just above the origin right common iliac artery. On the arterial phase imaging the protrusion into the abdominal aorta does not appear to be completed likely abuts the adventitia.¿ (B)(6) 2022, per a report from retrieval report (successful); "aortogram was done. This demonstrated penetration of one of the ivc filter struts into the aorta". "Scout view demonstrates stable positioning of the lower inferior venal cava filter. One of the struts penetrates the l3 vertebral body. One of the struts is fractured and is located anterior to the inferior vena cava. There is an anterior tilt of the filter tip". ¿an inferior venacavogram was performed which demonstrates conventional caval anatomy. Chronic thrombus was identified and the level of the filter¿. Multiple attempts were made to grab the tip of the filter. Because the tip of the filter is embedded against the wall of the inferior vena cava, this was not possible". "Eventually, after multiple attempts, this was successful". "Impression: 1. Successful complex retrieval of inferior vena cava filter as described. 2. Pre and post procedural aortogram demonstrated no evidence of aortic perforation. 3. Residual extravascular broken anterior strut was left in place. 4. Contained perforation/aneurysmal dilatation of the inferior vena cava at the level of the retrieval was demonstrated.¿ (B)(6) 2022, per a report from computed tomography; ¿impression: 1. Single retaining ivc filter arm along the anterior aspect of the ivc 5 cm below the level of the renal vein 2. No definite evidence of ivc thrombus.¿

Event description:
It is alleged that the patient received a celect inferior vena cava (ivc) filter on (B)(6) 2010, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter's occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.